Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. Our field service engineer has investigated the reported ventilator on site and it was found that o2 cell/sensor test and pressure transducer test failed during pre-use check. The o2 sensor has been replaced and the pressure transducer circuit board has been cleaned and re-plugged into the device to resolve the issue. The device passed all performance tests and could be returned to clinical use. Identification of issue has been done by analyzing problem description and service report. The provided logs confirm o2 cell/sensor test failure and pressure transducer test failure. The root cause of the issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.